Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B3/date of reported event; (B)(6) 2023. B5/event description; it was reported that the procedure was therapeutic (appendectomy), there was a maximum of a five (5) minute delay, and the procedure was completed with a similar device.

Event description:
It was reported that the procedure was therapeutic (appendectomy), there was a maximum of a five (5) minute delay, and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (device rebooted during procedure, (blackout)) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, based on the results of the investigation, error e03 occurred due to faulty main board. The cause of the defective main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The reported issue and e03 error were caused by a defective motherboard, which needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit rebooted (blacked out) while in use. The issue occurred during the therapeutic procedure (appendectomy), there was a (maximum) five minute delay and the procedure was completed with a similar device. There was no reported patient harm associated with the event.